Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7x b bisector and blade became separated where the tip is glued, but did not fall into the pt's leg. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the hub of the bisector shaft tip was separated from the shaft. There was some evidence of blood. Based upon this observation, the reported failure "tip separated" was confirmed. (B)(4).